Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
A patient specific implant prescription form was submitted for a distal femoral device with diagnosis "wear of bushings". Additional notes state "re-bushing right (B)(4) - (current implant) - custom made bushing bme (B)(4), circlip lot b12184, bushes lot b12200".

Event description:
A patient specific implant prescription form was submitted for a distal femoral device with diagnosis "wear of bushings". Additional notes state "re-bushing right dfr2014 - (current implant) - custom made bushing bme 18489, circlip lot b12184, bushes lot b12200".

Manufacturer narrative:
Reported event: an event regarding wear of bushings involving a patient specific distal femur was reported. The event was not confirmed by medical review. Method and results: product evaluation and results visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral replacement which was originally inserted (B)(6) 1987. The surgeon now requests a further rebushing. The x-ray provided shows the femoral bone has significant resorption and osteolytic legions, especially on the resection level. However, the femoral stem is engaged with the tibial stem there is no obvious mis-alignment that can be observed from the images. Therefore, the reason for revision cannot be radiographically confirmed. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 04mar2014 with no reported discrepancies. Complaint history review: there have been 9 other events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays, return of devices, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.